Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient alleged that a button on the infusion device was defective. No adverse event was reported. The device serial number was not provided. The alleged product was requested to be returned for product evaluation.